Event description:
The reporter stated that an x-ray showed that the head of the device had snapped off. The malfunction was noticed during a two year post-surgery examination. The alignment of the implant still appeared satisfactory; the ball still articulated with the central concavity in the polyethylene carpal component. The pt had no history of trauma since her original surgery. She reported that for two months she had "increased symptoms" that the reporter considers cannot be directly related to the device malfunction. When asked for additional pt info, the physician wrote that the implant dissociation is not related to the pt's physical characteristics or associated medical conditions. Please see also MFR report# 3004608878-2008-00029 for the other device component.

Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. An investigation has been initiated based upon the reported info.